Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 112 mg/dl in the morning. The customer stated that the pump alarmed low battery for every four days. It was reported that the battery was replaced and got a power error detected. The customer was advised to disconnect from the pump. The customer was advised to remove the aa battery from the pump and monitor the notification light. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).